Manufacturer narrative:
Telephone: (B)(6). Zip code: (B)(6). The system was evaluated by a field service engineer. The field service did not observe the issue reported, however replaced the vacuum controller board. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys-I laser system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints.

Event description:
Customer reported suction loss during laser firing. No injury, capsulorhexis was not completed, but fragmentation was completed fine.